Event description:
It was reported that ep went to open stem and plastic and outer box were intact once the box was opened both inside plastic shells were cracked on the ends. Since they only had set of stems, doctor had to use a different size.